Event description:
The health care provider later noted that there was reportedly a spinal catheter malfunction. The patient was taken to the hospital for baclofen withdrawal syndrome. Testing, not specified, was performed and the physician did a spinal catheter revision. The pump was also replaced as the battery life of the pump was seven months out. This device system was reported to have delivered gablofen.

Event description:
It was reported that the patient's pump and catheter were explanted due to a pump malfunction. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID, 8703w serial# (B)(4), implanted: 1998 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the pump revealed no anomalies. Analysis of the catheter revealed the odd concave/convex break on the catheter between the pin connector and segment #1 was not believed to be caused by the barb fitting. Rather, this was most likely due to the forces applied by the off label suturing to the catheter body both distal to the break and onto the barb fitting and proximal the catheter body alone.